Event description:
It was reported that device interrogation showed two episodes of ventricular tachycardia (vt) with unsuccessful delivery of anti-tachycardia pacing (atp) following undersensing, and an episode showed an incorrect return to sinus rhythm. The second episode of vt exhausted atp therapy, and a high-voltage shock was delivered, which terminated the vt episode. The patient presented to the emergency department following the episode, and programming changes were made to the device. The patient is well, with no harm and in stable condition.